Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt) and laboratory evaluation. Testing failed twice and an adjustment of the blender's eccentric needles did not alleviate issue. The epgs continued to fail o2 accuracy testing. The epgs pod assembly was replaced and epgs operated to manufacturer specifications and was returned to clinical use. During the laboratory evaluation, the oxygen (o2) output as measured by an o2 analyzer disagreed with the o2 set point and the o2 percent displayed on the central control monitor (ccm). The returned epgs pod was placed into a lab-tested epgs, and was connected to a system-1 simulator and ccm. The epgs was set for 80% o2 at 5 l/min. And after waiting for the epgs to stabilize the o2 reading on the ccm was 80.6% while the output measured by the o2 analyzer was 74.5% per manufacturer performance specifications the oxygen analyzer must read within +/- 3% of ccm reading. If additional information becomes available on this complaint that would after the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) would not pass the oxygen (o2) accuracy test at 80%. The central control monitor (ccm) was reading 80.6% and the servomex was reading 74.2% there was no patient involvement.